Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that the infusion tubing was defective and reported that she experienced leakage when the infusion tubing separated from the plastic connector. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.